Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, during colocolic side to side anastomosis, after firing, the tissue was clamped at the tip of the rail where the knife bar on top side of the cartridge for operates. It cannot be removed easily so the mucosa was resected by about one to two mm and one stitch was performed. Surgical time was extended for two to three minutes.

Manufacturer narrative:
Correction: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, g3, h6 (rfr: sdifrkb) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, during colocolic side to side anastomosis, after firing, the tissue was clamped at the tip of the rail where the knife bar on top side of the cartridge fork operates. It cannot be removed easily so the mucosa was resected by about one to two mm and one stitch was performed. Surgical time was extended for two to three minutes.